Event description:
As reported by the user facility (translation of user facility): over infusion: in (B)(6), dated (B)(6) 2013 a 50 ml perfusor syringe (drug: sufentanil 250 ym in 50 ml) was inserted into the pump. The flow rate of 5 ml/h was taken over. After half an hour the perfusor alarmed, the syringe was empty. A leak could not be found, the patient was not harmed. Reference MFR report 9610825-2013-00394.